Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported separation; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Attachment - medwatch 5093403.

Event description:
Report number: mw5093403. It was reported via a user facility medwatch that: ¿during attempting vascular closure with the medical device the shaft of the perclose fractured at the hinge point leading to the inability to retrieve the device. The patient required surgical cutdown for removal. FDA safety report ID #(B)(4)." No additional information was provided.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.